Manufacturer narrative:
The additional vessel closure device with reported issue referenced are filed under separate medwatch report number. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of access sites in the right common femoral artery (rcfa) and left common femoral vein (lcfv) using a prostyle device in each access site after a ventricular tachycardia (vt) ablation procedure using an 8f sheath. Reportedly, an attempt was made to advance a prostyle in the rcfa; however, it was difficult to advance and when the device removed it was noted that the suture was loose on the device. Another prostyle device was used to achieve hemostasis in the rcfa. An attempt was made to advance a prostyle in the lcfv; however, the suture came out of the vessel when harvesting the suture. Manual arterial compression was applied to achieve hemostasis in the lcfv. The patient had an episode of hypotension during the procedure which was treated with medication and resolved. The physician did not know if it was related to the prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hypotension is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.